Event description:
The pt was implanted with prosthesis on 2/15/96. On 3/25/96 the physician noted that the pt had developed an infection and noted wound dehiscence in her right breast and removed the prosthesis. No add'l info regarding this occurrence is available at this time.